Event description:
It was reported, that this right atrial lead exhibited noise and oversensing. Due to this, an atrial tachy response (atr) was inappropriately delivered. It is suspected, that this was, due to electromagnetic interference (emi). It was planned, to perform further evaluation in the near future. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).